Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. The reported issue was resolved by replacing expiratory channel printed circuit board (pcb) and the pneumatic back-plane pcb. The replaced pcbs were returned for further investigation. Visual inspection of the returned pcbs revealed signs of liquid contamination. All the parts were first separately placed into a reference ventilator for simulated use testing. During this testing, pre-use check was performed and failed the internal leakage, pressure transducer test and safety valve test. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to use error/environmental issue. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. Our servo ventilators fulfill the standards of ip21.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).